Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer battery indicator does not show less than 2 bars. The customer was advised to clean battery cap with dry cotton swab. The customer stated there is no corrosion or damage in the battery cap and battery compartment. The customer was instructed to wait 5 seconds before inserting a new battery and advised to monitor the pump. Customer was advised that we will send a replacement cap.